Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege the patient suffered pain and excessive levels of chromium and cobalt in his blood. Update: (B)(6) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dor and part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update: (B)(6) 2014 - pfs & medical records received. Patient was revised to address clear fluid in the joint, brownish tissue in the capsule, metallosis, osteolysis, and corrosion at the taper neck junction. The stem and adapter sleeve are being added to the complaint. The stem remained in situ. This complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the provided product/lot code combination since its release to distribution. Primary and revision operative notes were received and reviewed. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.